Event description:
It was reported by a distributor service technician that a chair mount kit, which allows for the installation of a delivery unit for an operatory, came apart at the connection to the chair and the delivery unit fell towards the pt. However, the pt caught it dental procedure but during the lifting of the pt to an operating position.